Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a small volume infusor leaked from an unspecified location after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. Once the fillport cap of the device was removed, a visual inspection revealed a leak/backflow at the fillport. Further inspection revealed that the cause of the backflow issue was due to a solid glass fragment approximately 0.15 square mm in size, lodged under the checkband. The reported condition was verified. The most likely cause of the glass becoming lodged under the checkband is user filling technique. Glass ampules used for filling the device without a filter can result in this type of event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.